Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on 10/31/2016. Device returned to manufacturer: yes. (B)(6). Device evaluation: visual inspection at 10x microscope magnification was performed. Loose particles/fibers in the optic body were observed and are compatible with handling the lens. A cut in the optic zone was observed. The customer's reported issue was verified. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing process was evaluated and the lenses were manufactured within specifications. The units were released according to specification. A search on complaints revealed no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the lenses. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the customer experienced an issue with an unsterile intraocular lens(iol). The material was taken directly from the box and was observed to be torn/cracked. It was clarified through follow-up that "unsterile" refers to the fact that the lens has fallen down or has been touched which then rendered it contaminated. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the sterilization record was processed and no deviations were found that affects the sterility of the device. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.